Event description:
It was reported that the customer had differences between sensor glucose and blood glucose readings. Customer stated that she had a sensor glucose reading of 60 mg/dl and a blood glucose reading of 181 mg/dl. Customer's blood glucose level is 123 mg/dl. Customer was getting ready to take a shower when they received a bad sensor alert. Customer stated that the bad sensor alert occurred after a 2nd consecutive cal error. Customer was advised to remove and change out the sensor. Customer is being sent replacement sensors. Customer also had an issue with the enlite tape not sticking well. Customer was advised to use tegaderm, IV 3000 as an over tape. Customer stated that they are in an area that has climate changes and does not exactly know when the issue occurred. Customer inquired about insertion on the same side. Customer was told to rotate insertion site and was advised to select a new sensor. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.